Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis could not confirm the reported event; the device passed all incoming tests. Analysis found both bail covers and the ring cover were broken and the ring was bent.

Event description:
It was reported there was no internal battery relay when changing the battery, standard pacemaker led (light emitting diode) shuts off. The external pulse generator was returned for repair. No patient complications have been reported as a result of this event.